Event description:
An optometrist reported that following bilateral lasik with monovision correction, the far and near eye were reversed from what the patient expected. According to the optometrist, the refraction information was reviewed for accuracy by the staff and the surgeon. The patient reported that reading vision was different. No surgical intervention will be planned, until after ninety days from the date of surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).